Event description:
It was reported that the customer passed away at home. The cause of death was stated to be complications of diabetes. The caller did not provide any further details. The caller stated that the customer had been a type 1 diabetic for many years and just had complications. The caller stated that there was no autopsy performed because the decedent's body was donated to science. The customer's blood glucose at the time of death was unknown. It is unknown if the customer was wearing the insulin pump at the time of death or not. The customer was not using sensors and was not wearing one at the time of death. At this point the caller disconnected. Unable to ask the spouse for the return of the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.